Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, episodes of far-field p-wave oversensing resulting in inappropriate anti-tachycardia pacing (atp) were observed on the right ventricular (rv) lead. X-ray imaging was performed and revealed the rv lead had become dislodged. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.